Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
On (B) (6) 2009, an inappropriate shock due to noise was observed. Isolation defect was suspected. The sense/pace portion of the lead was capped. The defib portion remains active.